Manufacturer narrative:
Event date is estimated a patient experiencing ipg site pain was reported to abbott. The ipg was successfully relocated, and therapy has been restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Patient underwent surgery on (B)(6)2023 where in the patients ipg was relocated to a higher position in the same region. Therapy was restored post operatively.